Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31445220l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required pericardial drainage and prolonged hospitalization. First, it was reported that when the catheter was connected, the soundstar echo catheter had 6150 error that occurred. The issue was resolved by replacing the catheter with another one. This was reported to have happened pre-op. Then, a pericardial effusion was reported during the procedure. At the early stage of the procedure, during the phase where only the sound star eco catheter was inserted into the patient's body, the patient's blood pressure was low. It was reported that the blood pressure was originally low. Pericardial effusion was observed when confirmed by echography; however, the procedure was continued as it was. About an hour and a half later, during roof line ablation, the patient's blood pressure decreased even further. Cardiac tamponade was confirmed. Pericardial drainage was performed. Patient improved. The patient seemed to require extended hospitalization because of intensive care unit (ICU) stay. Additional information was received which stated that the patient's blood pressure was relatively low, even prior to inserting the soundstar catheter. The physician's opinion on the cause of the adverse event was patient condition, and did not mention the product's involvement. Steam pop was not confirmed. No error messages were observed on biosense webster equipment during the procedure. Procedural activated clotting time (act) is over 300. Correct catheter settings were selected on the generator.